Event description:
It was reported that the ventilator generated an alarm indicating expiratory minute volume low. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the information provided by the technician, the expiratory minute volume low alarm was generated due to incorrectly connected patient circuit. The patient circuit was replaced. The device was tested and no more issue was found. The device was delivered to the user in working condition. Review of the device's logs confirms reported issues during ventilation. Our conclusion is that the incorrectly connected patient circuit was the cause of the leakage and there was no technical malfunction of the ventilator. However, the root cause to why parts were incorrectly connected has not been established.